Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips did not close. Another clip applier was used to complete the case. There was no consequence to the pt.